Manufacturer narrative:
The results of the jjpi applied research group evaluation are as follows: the failed instrument was initially examined visually and using a scanning electron microscope which revealed that the tip has undergone significant deformation and fractured in a ductile manner. The metal of the fracture surface showed extensive surfaces rubbed over each other under a high load. Two sections from the failed impactor were prepared metallographically to determine any anomalies in the hardness and/or microstructure. The hardness and microstructure of the two sections were typical. Based on the observations presented above the impactor tip most likely failed due to a combination of progressive notching of the impactor tip by the insertion hole and a high impact load. There was no evidence of material or mfg defects. Jjpi condiders this file to be closed.

Event description:
The tip of the cemented stem impactor broke off in the femoral stem implant during insertion. The tip remains in the stem of the implant in the pt. No pt injury was reported.